Event description:
It was reported that a patient underwent a hernia repair procedure with ipom on (B)(6) 2012 and mesh was used. The patient developed a recurrent hernia. A reoperation was performed on (B)(6) 2012. During the surgery it was noted that there was lack of tissue ingrowth. The mesh was completely loose and slid into the hernia sac. The repair was completed with a different mesh. Additional information has been requested.

Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a photographic image of the excised mesh was sent to the manufacturer. There is no indication of any intrinsic mesh deficiency. The current available information is insufficient to determine the cause of the hernia recurrence or to determine the relationship between the hernia recurrence and the mesh placement. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.